Manufacturer narrative:
The reported event of a premature discharge of battery could not be confirmed. The device was received from the field with battery voltage below end of service level (eos). Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on field settings and the device met projected longevity indicating normal battery depletion. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.